Event description:
Hill-rom received a report from the account stating the left head siderail would not go up or latch. The bed is located in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the left head siderail was bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician removed all the parts from the left head siderail and installed a new rail frame to resolve the issue. Based on this information, no further action is required.